Event description:
The following was reported via manufacturer and user facility report number (B)(4) which stated that during an emergency care procedure, using a glidescope bflex single-use bronchoscope (unknown size/model), the device malfunctioned by losing image after induction medications were administered. No delay during the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope bflex single-use bronchoscope was not made available to verathon for evaluation. Verathon made multiple attempts following up with the customer for additional information regarding the reported event but no further information was received. Due to the lot number being unknown, verathon was unable to review the device history record (DHR) for the reported bronchoscope. Trending analysis for glidescope bflex single-use bronchoscopes did not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario is adequately captured and characterized. If any new information becomes available regarding the reported event, a supplemental report will be submitted by verathon in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.